Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist and stated that they were getting level sense errors at the time discordant results were obtained. The customer reseated the connectors for the level sensor and replaced the sample diluent, salt bridge and the integrated multi-sensor technology (imt) tubing. The customer ran quality controls and patient samples, which were acceptable. The cause of the discordant, falsely low sodium, potassium and chloride results on two patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na), potassium (k) and chloride (cl) results were obtained on two patient samples on a dimension exl with lm instrument. The initial run for sample ID (B)(6) was performed in duplicate and all the results were falsely low. The discordant results were reported to the nurse, who questioned them before sending them to the physician(s). After troubleshooting, the samples were repeated on the same instrument, resulting as expected. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium, potassium and chloride results.